Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) would not communicate with a programmer after a shock had been delivered during follow up testing.